Event description:
A surgeon reports that a pt is experiencing a dark shadow in patient's vision following intraocular lens implant surgery. The pt's visual acuity was 20/20 on pt's first postop day and was 20/20 on postop day 10. The pt has been sent for a second opinion. Additional info has been requested.

Event description:
The reporting surgeon provided add'l info that he does not feel the iol malfunctioned.